Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the cgm reading told him his blood sugar was "way too high", the reading was going up to 400 mg/dl and finally only read high. The patient kept injecting insulin, but according to the patient, the cgm device was not showing that the blood sugar was going down, it was still reading that it was high. The patient reported that he eventually passed out due to hypoglycemia and also had a seizure. At the time of the event, the patient was in a hospital (patient is a physician), and the patient was brought to the emergency room and was given benzodiazepine to stop the seizure. No possible treatment was reported for the hypoglycemia. The patient reported he also suffered a concussion from the fall as he landed face first on the floor. There is no given information if the patient recovered after treatment but at the time of the call the patient was in a normal condition. There was no blood glucose reading reported from during the event. The patient alleges that the inaccuracy cause him to have a hypoglycemic event, and eventually caused him to lose consciousness. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.